Event description:
Upon receipt of the device, the user reported that the vga style connectors for the pump communication cables were defective and were difficult to install without bending the pins inside of it. No other details regarding the nature of the event were provided. Since the event occurred upon receipt of the device, there was no pt involvement during this event.